Event description:
It was reported via repair work order that the left and right siderails were not functional due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.